Manufacturer narrative:
Concomitant medical products: product ID 3093-33, lot# v007800, implanted: (B)(6) 2006, product type: lead; product ID 3037, serial# (B)(4), implanted: (B)(6) 2006, product type: programmer, patient. (B)(4).

Event description:
It was reported that patient had neurostimulator (ins) removed in 2013 or 2014. The patient stated she kept getting sick and they pulled out the stimulator just as a rule out. Patient just had a new implant in (B)(6) 2014. It was later reported on (B)(6) 2015 that patient did not have concerns with their device or therapy.